Event description:
A customer reported experiencing multiple intermittent occlusion alarms with their insulin pump over the last month. Despite this, there was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. To address the issue, the customer changed all supplies, including the infusion set and cartridge, and resumed insulin therapy.